Event description:
The account stated, the manifold pump is running hot and has a burning smell. The pump was replaced (B)(6) 2011.

Manufacturer narrative:
The technician found the pump was running hot then completely failed when testing the hi/low function. He replaced the hydraulic manifold to repair the bed.